Event description:
The following has been reported: biomed reported: "it was reported red lights flashing and cannot remove tubing. Found no tubing in pump. Pump will not turn on. Charging pump for a couple hours. Cleaned the av (actuator valve) pins and loading guides. Testing pump no problem found. Search though history log found pump problem on december 20 at :35." Patient harm: no a preliminary review identified the following issue: processor hardware failure (linux core) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for a linux core failure. During testing this failure was not able to be reproduced. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. An internal investigation was performed and some minor oxidation was found along the seal of the rear housing and the handle. A cleaning was performed but the handle as well as the grounding braid that connects the handle and loading linkage will need to be replaced due to oxidation damage. The som itself was found to be without any physical signs of fault. It will still be replaced as a conservative measure in spite of the failure not being reproduced. The lever boot retaining plate was also found to be cracked. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries.